Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 70 percent remaining at a previous in clinic follow up, to 15 percent remaining. The battery was felt to be depleting prematurely. Analysis of device memory confirmed a high power consumption condition. Boston scientific technical services (ts) recommended device replacement. The local field representative contacted the patient's following clinic and discussed the battery condition and replacement recommendation. Device replacement has not yet been planned. No adverse patient effects were reported.